Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button sometimes sticks down without popping back up. The customer also reported that the insulin pump rejected new batteries, failed battery test and received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.